Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: evaluation revealed that the audio bolus button cover was torn/punctured. During testing, the audio bolus button was found to be unresponsive and the button slug was found to be missing. The keypad was found to be intact; no damage or peeling was observed. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. The rubber keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, investigation revealed multiple cracks in the pump case and a crack in the battery compartment. The battery cap was found to have stripped threads. A test battery cap used for the investigation was able to fully tighten to the pump. Also unrelated to the complaint, the display was found to be dim and discolored during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.